Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventricular lead dislodged. Capture thresholds had increased to the point that intermittent capture at max output was occurring. The lead was explanted and replaced. No adverse events occurred during the procedure. The patient's condition before, during and post procedure was stable. The patient would continue to be monitored.